Event description:
The customer reported the system would not shoot. Also, the visible field size exceeded 3% and the system failed to hold time and date. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The won't shoot issue could not be duplicated. The engineer adjusted max fluoro field size for normal, mag1, and mag2 so as not to exceed 3% limit. Batteries were replaced in the workstation to repair the date and time issue. The system was then found to be working as intended.